Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor was associated with t-wave oversensing. The device was implanted between the 4th and 5th rib. Device reprogramming was performed to extend the blank after sense to 200 ms, adjust sensitivity to 0.125 mv, and set the t-wave blanking interval to 300 ms. Device repositioning was also conducted, revising the monitor from a vertical to a horizontal position at the same incision site due to concerns about implant location. The physician assessed that the implant location contributed to the sensing issues. The patient remained alive with no injury. No patient complications have been reported as a result of this event.